Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported by the patient that they had "passing out feelings" and they were "overly tired." Per the patient, their pacemaker was adjusted and their symptoms resolved. The device remains in use. No patient complications have been reported as a result of this event.